Manufacturer narrative:
Covidien reference #: (B)(6). Date of initial report: (B)(6) 2010. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The medwatch states: the surgeon reports that the cautery machine may have activated on its own during a procedure and caused a small laceration to the patient's left arm which required 3 stitches. However, other staff members in the operating room at that time indicate that the device may have been inadvertently activated. Device was evaluated by (B)(6) on (B)(6) 2010: the (B)(6) was unable to duplicate the problem. Additional contact with the site indicates the surgeon had laid the pencil on the patient when the activation tone was heard.